Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported tear in the filter was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - indication for use. The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all relevant information.

Event description:
It was reported that upon removal of the emboshield nav 6 embolic protection device from the right superficial femoral artery (sfa), resistance was felt. All the devices were removed as a single unit. Once outside the anatomy, a tear was noted in the filter. Reportedly, there were no pieces left in the patients anatomy. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.